Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Verified system current draw at 6.5-8.5 ac amps during idle and use. Replaced ac power cord as a preventative measure and again measured ac current during idle and operation with current values remaining within the same range as measured previously. The imaging system passed the system checkout and was found to be fully functional. The power cable was returned to the manufacturer for analysis. Confirmed reported problem "power plug got hot." Power cable black wire has high resistance as measured from distal end to molded plug blade. White and green were low resistance as expected. High resistance would cause electrical overstress. There is no visual indication of sparks or burning.the device was found to have an electrical failure mode; high resistance failure mechanism. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Dispatch from the site reported that the power plug for the imaging system was very hot and the site has decided to not use the system as a result. This is outside of surgery. There was no patient present when this issue was identified.